Event description:
It was reported that the touch pen (stylus) was not working with the programmer. Two replacement pens were tried, but the situation did not resolve. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, neither stylus would work with the programmer, as a result the stylus was replaced and calibrated. It was also noted that the latch was broken off of the power cord bay.